Event description:
Reporter alleged blood glucose measured "lo" and customer felt low, however, retested back to back with another result of 341 mg/dl performed 5 minutes later. Customer started self-treating low glucose by eating and no other actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.